Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient had a pericardial effusion and needed to go to surgery for repair. Additional information provided stated this occurred during the ablation phase. The physician¿s opinion regarding the causality of the pericardial effusion was possible due to steam pop. Additional information regarding patient outcome has been requested, no additional information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: 0(B)(4). Lasso catheter: model #: d-1290-01-s, lot#: unk. Soundstar catheter: model #: m-5723-05, lot#: unk. (B)(4).